Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's daughter called and indicated that the patient's implantable pulse generator (ipg) is not working and that the patient has been having complications. Further information was not available through follow up investigation. The device remains in use. No further patient complications have been reported as a result of this event.